Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose. Customer stated when issue was started blood glucose was 100 mg/dl and last blood glucose value was 414 mg/dl. Customer also reported that they receive insulin flow block alerts during basal and bolus. Customer declined troubleshooting for high blood glucose and insulin flow block alert. The customer was treated with manual injection. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08770 inches. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.